Event description:
It was reported that the insulin cartridge was leaking inside the ilet, and inspection by the user revealed bent needles on two cartridge-to-connector adaptors; the agent arranged replacement of adaptors, cartridges, and steel infusion sets and provided troubleshooting and education. Symptoms included elevated blood glucose, with a reported value of 169 mg/dl. Outcomes included no hospitalization and no device alerts or alarms. Investigation included user interview, review of use history, and product troubleshooting focused on cartridge connection and infusion components. Investigation of this case revealed bent connector needles consistent with a connection integrity issue leading to fluid leakage and potential underdelivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling and connection-related factors.